Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device but could not verify or reproduce the reported issue. The third-party service agent performed an unrelated repair. After having observed proper device operation through functional and performance testing, the device was returned to the customer. A cause of the reported issue could not be determined.

Event description:
It was reported to physio-control that the customer's device would not power on when it was used on a patient with chest pain. No further patient details or information about the patient outcome were provided.

Manufacturer narrative:
Date received by manufacturer) of the initial medwatch report indicates: 09/27/2016. Date received by manufacturer) of the initial medwatch report should indicate: 09/24/2016.¿